Event description:
An over-delivery of potassium. It was reported that the pt was sent to the x-ray dept at approx 1315 with a potassim rider of an unknown rate and volume infusing. The customer reported that the x-ray tech removed the tubing set from the device and shut off the pump while performing the x-ray. Upon completion of the procedure, the tubing was placed back into the pump and the infusion was resumed using the previous settings. At approx 1345 when the pt returned to the unit, the nurse noted that the potassium rider was complete. Details regarding when the infusion was expected to be complete were not provided. There was no reported adverse pt event. No medical interventions were required. Though requested, no additional info was available.